Manufacturer narrative:
Additional information was received indicating the patient experienced an esophageal perforation and bleed from a transesophageal echocardiogram. Massive transfusion protocol was initiated and the pump was explanted. The patient's family decided to withdraw care and the patient expired. Sections b2 and h1 have been updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: mechanical interaction with blood/hemolysis: the cause of the hemolysis issue was most likely related to biomaterial ingestion, based on data log review. Device in wrong position: the cause of the positioning issue was most likely an unintended use-related issue, since the pump was intentionally left deep during implant.

Event description:
The complainant reported an allegation of hemolysis during support with an impella cp (pump 2) that was placed via the left femoral artery. It was additionally reported that the impella cp (pump 2) was positioned deeper into the ventricle than optimal. It was reported that the patient was implanted with an impella cp (pump 1) via the right femoral artery and extracorporeal membrane oxygenation (ECMO). The ECMO was decannulated and during the decannulation the patient developed an esophageal bleed related to transesophageal echocardiogram probe placement, and the bleeding was reported to not involve the impella cp. Massive transfusion protocol was initiated for the bleed and the decision was made to withhold heparin throughout the rest of the day and overnight for the bleeding while continuing impella cp support. 12 hours following ECMO decannulation, the impella experienced suction alarms during support. Shortly thereafter, the patient experienced pulseless electrical arrest (pea). A point of care ultrasound was performed, and the physician believed there were clots around the impella cannula; however, it was later noted that upon explant no thrombus was visualized around the impella cannula. During the pea, it was noted that the impella flows went from performance level (p-) 8 to p-4 with suction, and severe mitral regurgitation and tricuspid regurgitation were observed prior to the pea. The patient was brought to the cardiac catheterization laboratory for re-cannulation of ECMO using the impella cp arterial site. The impella cp was explanted for the cannulation of ECMO. A new impella cp (pump 2) was successfully implanted via the left femoral artery. It was noted that the impella was placed slightly deep into the ventricle at implant, however the waveforms and pump flows were within expectations. It was noted later that evening the patient¿s laboratory samples were reported to be hemolyzed and a plasma free hemoglobin (pfhgb) result was 180 mg/dl. The following day, the pfhgb was noted to have increased to 299 mg/dl. According to the treating physician, hemolysis was attributed to ECMO usage in the setting of critical illness. Despite ongoing support, the patient¿s clinical condition continued to deteriorate. Later that day, the patient¿s family elected to withdraw care and the patient expired. According to the treating physician, the impella cp was not related to the cause of death. This complaint involves two impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella cp, with serial number (B)(6). This MDR specifically addresses pump 2: impella cp, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
This report is being submitted to correct information provided in a previously submitted MDR and to provide medical safety/clinical review. Previously submitted follow-up information included references to clinical events attributed to an incorrect impella cp device. The event narrative (b5) has been revised to clarify the device sequencing and to accurately reflect which clinical events occurred during support with each device. No new clinical information is being reported. D4. Primary UDI number has been added. Medical safety/clinical review. Medical safety/clinical reviewed the event. The patient had advanced cardiomyopathy with acute decompensated chronic heart failure (csg stage e) and was supported with venoarterial extracorporeal membrane oxygenation (va ECMO) and an impella cp for mechanical circulatory support. On the day of impella implant, the patient experienced pulseless electrical activity (pea) arrest. Prior to the pea arrest, suction alarms were reported on the impella cp with a drop in flows from p8 to p4. Point-of-care ultrasound suggested possible debris or thrombus near the impella cannula. Anticoagulation had been held following ECMO decannulation earlier that day due to an esophageal bleed related to tee probe use. Hemodynamic findings before arrest included severe mitral and tricuspid regurgitation, elevated cvp (29 mmhg), and severe biventricular failure. During the arrest, the catheterization lab was activated, and the patient was re-cannulated for va ECMO using the impella cp arterial access site. The impella cp was explanted, and inspection revealed no thrombus within or around the cannula. A second impella cp was implanted. This second impella cp device was positioned slightly deep at implant; however, per the physician flows and waveforms were acceptable. Subsequent ultrasound showed the outlet positioned just above the valve. Despite stable device parameters, labs showed hemolysis developed with rising plasma-free hemoglobin. The impella cp device was repositioned; however, hemolysis continued to worsen. The patient remained on va ECMO and impella cp support at p-3. The following day care was withdrawn, and this led to the patient expiring. The first impella cp pump had low pump flow in which thrombus was suspected but not confirmed. The device was successfully replaced. The second impella cp pump did not mention the resolution of the hemolysis. The event story involves two product complaints: impella cp pump 1 - MDR 1220648-2026-00408: serious injury. Impella cp pump 2: death. Related medical device reports: this impella cp pump 2 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp pump 1.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis due to the pump positioned deep and ECMO. The pump was repositioned. Care was withdrawn and the patient expired.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.